Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead were implanted on friday. Over the weekend the patient received a shock. On monday when the patient presented for a device check, the device was not able to be interrogated. Several programmers were tried, the patient was moved to a different room, the power cord was replaced, but the interrogation issue could not be resolved. A magnet was applied to the device and no tones were produced. Technical services discussed with no tones when a magnet was applied, they should consider the device non-functional and replacement was recommended. It was also recommended to verify the integrity of the rv lead with thorough testing. The device and rv lead were explanted and replaced three days later. No additional adverse patient effects were reported. The explanted products were expected to be returned for laboratory analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead were implanted on friday. Over the weekend the patient received a shock. On monday when the patient presented for a device check, the device was not able to be interrogated. Several programmers were tried, the patient was moved to a different room, the power cord was replaced, but the interrogation issue could not be resolved. A magnet was applied to the device and no tones were produced. Technical services discussed with no tones when a magnet was applied, they should consider the device non-functional and replacement was recommended. It was also recommended to verify the integrity of the rv lead with thorough testing. The device and rv lead were explanted and replaced three days later. No additional adverse patient effects were reported. The explanted products were expected to be returned for laboratory analysis.